Event description:
It was reported that the patient's leadless pacemaker exhibited noise. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested, but not yet received.